Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata ii valve was found to be defective. It was also reported that another strata ii valve was used to complete the surgery and there was no impact to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.